Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to the recall/advisory on this device model. The device was able be interrogated prior to explant, however post explant, the device was beeping periodically and was unable to be interrogated.,